Event description:
A trilogy evo o2 ventilator was returned to the manufacturer for preventative maintenance service. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, the device failed a test step relating to the active exhalation verification. The service technician states that the 3 way solenoid valve was replaced to address the issue. Additionally, since abnormal noise was confirmed, the blower assembly was replaced. The air inlet foam filter and particulate filter were replaced preventatively. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly. No further investigation is required.

Manufacturer narrative:
The manufacturer previously reported that a trilogy evo o2 ventilator was returned to the manufacturer for preventative maintenance service. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, the device failed a test step relating to the active exhalation verification. The service technician states that the 3 way solenoid valve was replaced to address the issue. The solenoid valve was sent to the product investigation lab (pil) for further testing/investigation. Pil visually inspected the trilogy evo solenoid valve for obvious defects and found none. Pil performed post test on the pil trilogy evo multifunction test station, and the device passed tests. Pil concludes the component operates properly.